Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a low battery alert. Customer's blood glucose was over 400 mg/dl. Customer's current blood glucose is 388 mg/dl. Customer stated that the pump now has a blank display. Customer stated that she has dropped the pump before. Customer was using an energizer max power seal battery. Customer inserted a new battery to test with the pump. Customer stated that the display returned. Customer was advised that she will be shipped a battery cap as a courtesy.